Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 534 mg/dl. The customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose. The customer was advised to change sensor on appropriate day (per labeling) as the sensor age has been reset. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.